Event description:
It was reported that patient presented to the hospital after receiving a shock. Interrogation showed the device reverted vt/vf episode the day prior. While in the hospital the patient experienced a vt episode which was resolved by atp therapy. Patient was admitted to the hospital with a heart ailment and collapsed after a few days. The patient expired due to cardiac complications. There is no known allegation from a health professional that the death was related to the device. The cause of the death is unknown.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.